Event description:
It was reported that the bd vacutainer® push button blood collection set needle spring was "loaded", causing retraction failure of the needle during use.

Manufacturer narrative:
Investigation: investigation summary: bd received a used sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for the IV needle not retracting with the incident lot was observed. Evaluation of the customer sample was performed although no issues were found that could have attributed to the needle not retracting. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer sample, the customer¿s indicated failure mode for the IV needle not retracting with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer push button blood collection set needle spring was "loaded", causing retraction failure of the needle during use.